Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use an integrity bms stent. It was reported that the stent struts were deformed and the device failed to cross the target lesion. An non mdt brand stent was used to cross the lesion. No patient injury was reported as a result of the event.